Event description:
It was reported that the user experienced prolonged hyperglycemia with highest readings described as ¿high,¿ lasting approximately 15 hours, during which the user noted the ilet displayed three lines with a ¿brief sensor issue¿ notification while the dexcom g7 app continued to show high values; troubleshooting included changing infusion site, tubing, and cartridge, and considering sensor replacement, with subsequent improvement to 340 mg/dl and later to 134 mg/dl and steady. Symptoms included hyperglycemia without reported associated clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included technical support review, guided troubleshooting, and user education on supply changes and sensor management. Investigation of this case revealed inconsistent cgm data presentation on the ilet during a reported sensor issue and suspected infusion set or supply problem, with resolution after site and supply changes and glycemic stabilization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.